Manufacturer narrative:
There is no information regarding spi value, catheter proximity, or carto 3 system indicating to re-zero the catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. There were no errors reported on any bwi equipment during the procedure. This complaint file addresses the catheter with the temperature/noise issues, which was in use prior to discovery of the injury. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, model # m-5723-18, s/n: (B)(4). Carto 3 system, model and serial numbers unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter (qty: 2) and suffered a cardiac tamponade requiring pericardiocentesis. During ablation in the left ventricle with the first thermocool smarttouch bidirectional sf catheter, the temperature disappeared without an error message, and map1 unipolar electrograms had signal interference (noise). Re-connecting the catheter cable initially improved the issue, but signal interference recurred minutes later. Catheter cable was changed and the issue remained. The smarttouch catheter was exchanged for another of the same type and the issue improved. Subsequently, the force of the second would not zero. Physician continued to ablate. Patient became hypotensive and a tamponade was confirmed via soundstar catheter. Pericardiocentesis yielded an unspecified amount of fluid. There is no information regarding extended hospitalization. Patient outcome is improved. Physician indicated that the cause of the tamponade may have been related to ablating near the posterior papillary muscle (ppm) where the pvcs originated. It was noted that the adverse event occurred during mapping or ablation phase. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition and procedure. There is no information regarding transseptal puncture or sheath. Generator was set on power control mode. There is no information regarding generator settings at the time of injury, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure.

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Additionally, a temperature issue was reported. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The returned device was then evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. A force test wasn¿t performed, since no temperature was observed on the stockert generator. Irrigation and deflection tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the temperature issue has been verified. The root cause of the cardiac tamponade, however, remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 6/10/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).